Manufacturer narrative:
(B)(4). Device analysis: the analysis results found that the lx107 device was received with no apparent damage. In an attempt to replicate the reported incident, the device was tested for functionality. Upon functional testing of the device, the instrument loaded, retained and deployed 6 clips as intended. The instrument was fully functional and conforming to our manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch history records were reviewed and certified by external manufacturing that the manufacturing criteria was met prior to the release of the equipment.

Manufacturer narrative:
(B)(4). Only event year known: 2018.

Event description:
It was reported that during a coronary artery bypass graft procedure the single clip applier wasn't applying the clips correctly. The clip applier placed a clip that damaged an inferior mesenteric artery conduit during the procedure. It was observed the clip applier no longer had tines that were parallel but bent laterally from mid line. The vessel was repairable and used in the CABG procedure. A second like clip applier was used in the procedure.